Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, part of the sensor wire was stuck in the skin and the patient noticed that the site where the sensor wire was stuck became infected. There was pus, blood and it was sore. The patient went to the doctor to have the sensor wire removed; there was no documentation if the wire was removed. They prescribed oral antibiotics and an antibiotic cream to apply on the infected area. At the time of the event the area was still sore. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).